Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was at work and he dropped the insulin pump and cracked the screen. Customer stated that there is an indentation on the button that turns on the light. Customer stated that the pump slipped out of his hands while at work and it hit the floor. Customer stated that the pump was not working like it should. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.